Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 latch had issues. A field service engineer replaced latch on auxillary tower. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 failed multiple times and occasionally double clicked during access. All latches required replacement as they were the old style type. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.